Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2408 showed three similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the patient underwent PICC catheterization under ultrasound guidance. It was found that the end of the microintroducer guide wire was deformed and the puncture sheath was difficult to insert. The deformed segment of the end was cut off and the puncture sheath was reinserted and passed smoothly. No adverse effects on the patient.